Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6) year-old son experienced a bent cannula. On (B)(6) 2022, he was first admitted to the emergency room and was subsequently hospitalized to the intensive care unit. His highest blood glucose level was 400 mg/dl, which they tried to treat with a bolus via the pump. The infusion set had been used for two days. He had high ketones which his health care professional assessed as dangerous/ life threatening. During hospitalization, he was administered fluids of saline, insulin, and an unspecified mediation (drug name unknown) intravenously which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. Currently, he was using manual injections for insulin therapy. Reportedly, his blood glucose level was between 70 mg/dl and 130 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.